Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen for less than an hour, the site was irritated and the adhesive was not sticking well. The patient visited the general practitioner (gp) who prescribed hydrocortisone cream 30 g and cortisone cream 10 mg to apply on the affected area.